Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrections: h6 impact code changed from f12 to f19 b5 updated. Bleeding is a known risk associated with impella support as described in the instructions for use. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Event description:
An impella 5.5 was inserted via the axillary graft site in a 71 year old male patient admitted in with cardiomyopathy, presenting in scai stage e shock. Prior to the implant of the 5.5 the patient was known to be on an intra-aortic balloon pump (iabp), inotropes, vasopressors, and a vent for respiratory needs. Any other underlying medical history was not shared. On the 2nd day of support the team observed the axillary surgical site to be developing a hematoma. The cut down site was treated by the team returning the patient to the operating suite for a surgical washout. There was no allegation by the physician that this was an impella caused issue. After 2 weeks of support the pump was weaned and explanted as the patient received an left ventricular assist device (lvad). Bleeding is a known risk associated with impella support as described in the instructions for use. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Event description:
The user facility reported that a 71 yr old male was implanted with a impella 5.5 for support during high risk cardiac procedure. A hematoma was noted at incision site from cutdown to axillary artery. Possible return to operating room for surgical washout.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.